Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0874 inches. Successfully downloaded history files and traces using thump and carelink. Unable to verify daily total of basal/bolus and all insulin delivered on the event date 20-jan-2026 listed on smartsolve due to insufficient data in the trace/history files. No over delivery anomaly noted. In further review of the formatted history file 1 week from to the event date of 20-jan-2026, these pump error(s)/alarm(s) were noted. Multiple no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2026 at 18:28:31.000 and 20:43:35.000, (B)(6) 2026 at 11:13:35.000, (B)(6) 2026 at 07:23:33.000 during bolus deliveries. The pump was received without a battery and battery cap. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.9 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay and scratched case. The pump passed all the required testing. Unable to verify customer alleged for low bgs. Customer alleged for over delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the pump seems to give too much insulin. The customer experienced hypoglycemia with blood glucose value of 53 mg/dl. The customer reported hypoglycemia was treated with carbohydrate intake. The event involved product(s) mmt-1884, mmt-332a, unomedical, unk_sensor. Troubleshooting was partially performed. The customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was active at the time of the event. No further patient complications were reported. Product return for mmt-1884 is expected and the customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for unomedical. No product return is required for unk_sensor.